Event description:
Boston scientific received information from a sales representative that during a follow-up, this pacemaker showed a remaining longevity of 3 years, and at the previous follow-up last january, this pacemaker showed a remaining longevity of 1.5 years. There had been no programming changes, and all measurements were stable. The patient was pacemaker-dependent and there were no adverse patient effects. No changes were made and no further information is available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.